Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned prior to surgery for two vertebrae on levels l4 - l5. Scan and plan was used for the case. The surgical system was attached to the bed and draped. A single schanz pin was used and the guidance system was attached to the patient. The guidance system was sent to a preset accurate position and manually adjusted. O-arm spin and star marker were found. Screws were planned. 3 define was sent to planned trajectories. Arm could not reach left side due to hitting bone mount bridge. L5 right was deviated lateral. Starting point was screw inside body deviated lateral. The screw was repositioned by navigation. Placement was confirmed with o-arm spin. No patient arm was reported.